Manufacturer narrative:
Additional information related to the event will be available after the investigation of the returned device, which could be addressed in a follow-up report. Patient adequately supported.

Event description:
Received a call that they experience a fracture to a 27fr dual lumen cannula. Cannula had been in for 7 days. Patient also has a heartmate 3 lvad. With fracture of the cannula, the system entrained air. Cannula was pulled and patient placed on dobutamine for right side support. Patient adequately supported.

Event description:
Received a call that they experience a fracture to a 27fr dual lumen cannula. Cannula had been in for 7 days. Patient also has a heartmate 3 lvad. With fracture of the cannula, the system entrained air. Cannula was pulled and patient placed on dobutamine for right side support. Patient adequately supported.

Manufacturer narrative:
Additional information related to the event is attached.